Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was not working properly, it passed its functional and system testing. (B)(4).

Event description:
It was reported that the programmer was not interrogating devices, and the radio frequency (rf) programmer head was not working properly. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.